Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be reported.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics. The patient was re-trained on aseptic technique. At the time of the report, the patient was recovering. Additional information was requested, but is not available at this time.